Event description:
Patient implant on (B)(6) 2008 of a bifurcated device and an aortic extension. A two year post operative follow up revealed a proximal type I endoleak and slight bulge at the proximal edge of the aortic extension, just below the renal arteries. On (B)(6) 2011 the physician elected to explant the devices. The patient was reported to tolerate the procedure well.

Manufacturer narrative:
Devices received from external pathology laboratory. Endologix will conduct an evaluation of the returned devices and will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The explanted stent grafts were returned to endologix and evaluated. There were no visible damages present on the stent grafts, and there were no anomalies or deformities to indicate that the clinical issues were due to a design or manufacturing issue. Endoleaks are a known risk of the procedure.

Manufacturer narrative:
Device evalutaion pending. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.